Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated the cause of death is still under investigation but they believe it was a low. The caller added that the coroner stated that the customer had some signs of ketosis. The caller stated the customer was known to have lows prior to this. The caller did not indicate any other health issues that may have contributed to the passing. The customer's blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The caller was unsure when the insulin pump was last worn. The caller stated when the customer was found they had the quick release but no tubing attached. The caller indicated they didn't see the insulin pump, so they believe the customer was not wearing the insulin pump. The caller declined to return the insulin pump for analysis as they do not know where the insulin pump is.

Manufacturer narrative:
Additional information has been received. The received information has been provided in sections b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated description: medtronic legal received information from the attorney of the family on july 06, 2023, medtronic received notice of a device/product legal hold notification containing 225 individual claimants.